Event description:
It was reported that a lead integrity alert (lia) was triggered due to non-sustained episodes and high impedance >3,000 ohms with the right ventricular (rv) lead. In the past 8 days impedance has fluctuated between 350-950 ohms. Oversensing was observed and appeared to be nonphysiologic on both tip to ring and tip to coil electrograms. Technical services discussed further testing recommendations and to consider lead replacement if lead compromise is suspected. Additional information was received that the lead was subsequently explanted and appeared to be fractured. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the rv lead had displayed t wave oversensing and noise. The product has been returned. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.